Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose of an unknown value. Reportedly, the customer did not perform the load fill tubing process resulting in air being delivered to the customer instead of insulin. The customer declined to further troubleshoot with tandem technical support.